Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode alarms) has been confirmed. Upon investigation, the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open wire in the cable connecting the distribution node and ECG "b". The root cause for the open wire could not be positively identified, but was likely excessive force on the cable section. No adverse resulted from the open wire. The pt rec'd a replacement electrode belt.

Event description:
The spouse of a (B)(6) male pt called zoll customer support to report that he was receiving check therapy electrode alarms. The pt was issued a replacement electrode belt.